Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt never received adequate stimulation in his left foot. It was also reported reprogramming was attempted on multiple occasions; however, to no avail. The pt will meet with a podiatrist and may undergo surgical intervention as the next course of action.